Event description:
According to the reporter during a procedure the device broke in half after pass mid way through closing the incision on neck. The device broke where the last pass ended. There was no patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.